Manufacturer narrative:
The device was not available for evaluation. Additional information provided that the patient experienced a post-op fall and non-union. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported there was a revision surgery to replace an autobahn retro femoral nail that had broken post operatively.